Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report the insulin pump was not priming properly. The customer then stated she was hospitalized for low blood glucose levels below 60 mg/dl. The customer stated she was connected to the infusion set during the prime therefore receiving a large amount of insulin. Nothing further was reported.